Event description:
It was reported that the balloon burst. The 50-60% stenosed target lesion was in a juxtapose anastomosis. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst before reaching 8atm. The procedure was completed with a different device. There were no complications reported and patient was stable.